Event description:
It was reported that allegedly a pta balloon ruptured while being used in an av access procedure and could not be removed from the patient. Reportedly the balloon was placed in a forearm loop graft to dilate an anastomosis in the brachial vein. The tracking path to the intended treatment site was very tortuous. Upon balloon rupture, the physician attempted to retract the balloon, however, the balloon became stuck within the treatment site and could not be retracted. There were no stents present within the treatment site. After multiple attempts at retraction, the patient was taken to another facility where a surgical cutdown was performed and the device was successfully removed. The introducer sheath did not attribute to the difficulty in retraction. A syringe was used to inflate the device, therefore, the exact pressure applied to the balloon was not known. The patient is fine.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has not been returned for evaluation, therefore, an evaluation could not be performed. This is the only complaint reported to date for this lot number. This application represents an off-label use for this device. The current IFU (instructions for use) states: opti-plast xt pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. This catheter is not for use in coronary arteries.